Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify battery out limit alarm due to blank display. Unit received with minor scratched display window, cracked battery tube threads and reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that insulin pump is not working due to it being exposed to fluid. Customer also states that there is fluid/moisture under the lcd display. The blood glucose reading is 135 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.